Event description:
It was reported that during central processing, the mega suturecut needle driver instrument tip was broken. There was no report of patient involvement or reported injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis and the complaint was confirmed. The instrument was analyzed and found to have a broken grip at the grip base. A piece measuring approximately 0.211" x 0.084" was found to be broken off. The broken piece was not returned. The components adjacent to this broken grip did not show damage.